Event description:
It was reported that the implant at tooth site #7 was removed due to peri-implantitis. On (B)(6) 2025 a sinus tract presented. I flapped open the area. The implant was integrated but had lost some facial bone . I bone grafted and placed a biomend extend membrane over the defect and reburied the implant. An fmx by dds was taken on (B)(6) 2025 showing 60% bone loss. Area needs to heal and regenerate bone first. Will need to bone graft and redo the implant or do a 3 unit bridge since it is tooth #7 symptoms as a result of the event: abscess & inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided h6: additional h6- patient codes: 1932: inflammation.